Event description:
Additional info received 06-nov-2020: "3001845648-2020-00426 was reported to capture ¿broken flexor observed during lab evaluation¿. This file is related to 3001845648-2020-00366 ¿stent couldn't be released from release system¿. However, upon further investigation and with additional information received (images review), this failure (broken flexor) is related and it can be captured under initial file 3001845648-2020-00366. " this report is being submitted as a cancellation report based on the above information. Previously reported info: broken flexor observed during lab evaluation. Stent couldn't be released from release system. "As per complaint form": the doctor push the evolution stent in the bile duct, in perfect positon. They open the stent, without any issues, take the safety wire out, the stent was completely open, but the grasping loop was connected with the inner catheter, the doctor need more as 1 hour to cut the connection yes the introducer system was fully recaptured before removing. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). 2. What endoscope type and channel size was used? Olympus 4,2 mm channel. 3. What was the position of the elevator? Was it opened or closed? Open. 4. Details of the wire guide used (diameter, type, make)? Awg2-35-450. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? 5 minutes. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No specification possible. 8. Is the patient known to be covid-19 positive? No. Stricture information: 1. What was the length and diameter of the stricture? 5 cm. 2. Where was the stricture located in the body? Bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment. 2. Was the directional button pressed during use? No. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? Yes, the pictures coming with the device. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No specification possible. 5. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning. Patient / event info - notes: in addition to the attached form to be completed and below additional information our manufacturer investigator is also requesting the following: 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? No. 4. Were any cracking/popping sounds heard from the handle? Yes. 5. Was the stent partially exposed? Completely. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No. 7. Were any additional procedures needed? No. 8. What is the patient outcome? Now the stent is in position not perfect but ok, the doctor will wait and control the patient in the next weeks.

Manufacturer narrative:
Additional info received 06-nov-2020: "3001845648-2020-00426 was reported to capture ¿broken flexor observed during lab evaluation¿. This file is related to 3001845648-2020-00366 ¿stent couldn't be released from release system¿. However, upon further investigation and with additional information received (images review), this failure (broken flexor) is related and it can be captured under initial file 3001845648-2020-00366. " this report is being submitted as a cancellation report based on the above information.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Broken flexor observed during lab evaluation stent couldn't be released from release system "as per complaint form": the doctor push the evolution stent in the bile duct, in perfect postion. They open the stent, without any issues, take the safety wire out, the stent was completely open, but the grasping loop was connected with the inner catheter, the doctor need more as 1 hour to cut the connection. Yes the introducer system was fully recaptured before removing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Olympus 4,2 mm channel. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? Awg2-35-450. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? 5 minutes for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No specification possible. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? 5 cm. Where was the stricture located in the body? Bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes, the pictures coming with the device. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/get caught with the stent when removing the delivery system? No specification possible. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare. Was the lasso (suture) loop used during repositioning. Patient / event info - notes: in addition to the attached form to be completed and below additional information our manufacturer investigator is also requesting the following: was the directional button fully engaged? Yes. Did the red indicator move when the trigger was pressed? Yes. Did the red indicator continue to move after the delivery stopped? No. Were any cracking/popping sounds heard from the handle? Yes. Was the stent partially exposed? Completely. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No. Were any additional procedures needed? No. What is the patient outcome? <now the stent is in position not perfect but ok, the doctor will wait and control the patient in the next weeks.